Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after implant the right ventricular (rv) lead sensing values decreased, the capture thresholds were high and the impedance values were decreasing. The lead was suspected to have dislodged. The left ventricular (lv) lead and right atrial (ra) leads also exhibited an increase in threshold trends and a decrease in impedance trends. The patient was fatigued. The rv, lv and ra leads remain in use. No further patient complications have been reported as a result of this event.